Manufacturer narrative:
The unit was received with blank display due to corroded battery tube. The unit was also received with corroded battery cap contact, minor scratched lcd window, and cracked reservoir tube lip. We were unable to test for currents due to blank display.

Event description:
It was reported the customer had a off no power alarm on their insulin pump. The customer also reported having battery longevity issues. Customer's blood glucose was 220 mg/dl. The customer stated they did not drop or bump their insulin pump. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).